Manufacturer narrative:
Age or dob. Weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). It was indicated that the device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a complaint about their far vision with an intraocular lens (iol). There were 3 lines drop (0.8 to 0.5) which affected the patient¿s daily activity. They targeted emmetropia for iol power, but post-op refraction was sphere -1.00 cylinder -0.25 which resulted in myopic refraction. As the patient complained about daily outdoor activities due to far vision, they performed the lens explant with competitor¿s product. The patient status was reported as temporarily impaired. There were no surgical interventions reported. After explant, the patient¿s far vision was reported to be 1.0. Vision pre-operative: far: 0.8 near: j4 (decimal). Vision post-operative: far: 0.5 near: j2. No further information was provided.